Event description:
Reuse tech reported two incidents of blood leaks with the CT 190g dialyzer occurring in 2003. No pt injury or medical intervention was reproted for either incident. Further incident detail was not retained by the customer.